Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer will continue to use the pump for insulin therapy or will revert to an alternate method of insulin therapy if needed.